Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with a new mentor siltex round moderate profile 350cc saline prosthesis was performed in 2010. A subsequent deflation event with the replacement implant was reported under 1645337-2022-01307.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2022 mentor became aware that the expiration and manufactured dates were reversed in the initial report submitted. These values have been corrected.